Event description:
It was reported that the patient experienced severe pain, swelling, instability and the knee was hot to the touch following knee arthroplasty. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lps-flex option femoral component size e right catalog #: 00596401552 lot #: 64241488, nexgen cemented standard all poly patella size 32mm catalog #: 00597206532 lot #: 64129894, nexgen nonaugmentable option tibial component size 4 catalog #: 00598603702 lot #: 64210105. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00102, 0002648920-2022-00094, and 0002648920-2022-00095.

Manufacturer narrative:
The device history records were reviewed and no discrepancies were identified. Per the package insert, pain, swelling and instability are known adverse effects of this system. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.